Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps-flex femoral component, catalog #: 00596401752, lot #: 61096590, nexgen stemmed tibial component, catalog #: 00599804801, lot #: 61100549, nexgen all polyethylene patella, catalog #: 00597206538, lot #: 61087923. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2013-00123, 0001822565-2018-01303, 0001822565-2018-01304, 0002648920-2018-00160.

Event description:
It was reported that the patient¿s knee was revised due to pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned product found that all the components exhibit signs of use and wear (nicks, gouges, scratches). The back surface of the femoral component as well as the back surface and keel of the tibial component were free of any bone cement remains. In addition, the articular surface shows signs of pitting and micromotion, and the dovetail feature is flared. Also, the three pegs were cut from the back surface of the patellar component. Dimensions were found conforming to print specifications where measured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Based on review of the surgical notes and evaluation of the returned implants it was considered that there was a deviation from the surgical technique during the primary surgery. The zimmer nexgen lps-flex fixed bearing knee surgical technique instructs to wait for the cement to completely cure before inserting the final articular surface. Therefore, it was concluded that user error is the root cause of the reported event. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.